Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. The customer believed that the battery depletion issue was caused by the tandem usb cable that was used to charge the pump. Reportedly, the customer continued to use the pump for insulin therapy.